Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hpv amp kit, list number 09n15-095, which is us FDA approved.

Event description:
Customer reported a false negative result when running the alinity m hr hpv assay. Sample ID (B)(6) was initially tested on the (B)(6) with a result of "not detected". Customer checked patient history which did not fit to the negative result and therefore, retested the sample. On the (B)(6), when repeated the sample generated a result of detected: other hr hpv a; other hr hpv b. Review of log files indicates that the results for the initial replicate showed week curves for the respective target as well as the cellular control. It was "not detected" as the threshold for the max ratio (mr) value was not exceeded. Customer reported that a thinprep sample was used for testing which was processed by the alinity mp before loading onto the alinity m. There was no impact to patient management as the case was picked up before the result was released to the physician.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 411378 was performed and all testing met the acceptance criteria with a passed disposition. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. There were no instances of false negative results across all genotypes. The file sample evaluation testing results did not verify customer's observation. Customer data review: the customer result logs attached to the ticket were reviewed, and the validity of the runs involving the reported samples was verified as all controls passed without errors. The amplification curves were reviewed the initial test that was reported as not detected did not exhibit amplification. The retest that was reported as other hr hpv a and other hr hpv b positive exhibited normal amplification. A sample or reagent handling/storage issue may have resulted in the discrepancy and cannot be ruled out as a potential likely cause for the reported issue. Quality data review: device history record (DHR) review the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 411378 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 411378 (including its components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 411378 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lot or component lots. Complaint history review a search was performed for complaint tickets related to the reported issue. The complaint history review did not identify any additional complaints related to the issue under investigation. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15. Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 411378 was not identified.